Manufacturer narrative:
Date of event: (B)(6) 2021, date of report: 10feb2021.

Event description:
The customer reported problem with alarms, poor ventilation and redundant error message. Alarm message: low leak-co2 rebreathing risk exhalation port may be occluded. The customer contacted product support and requested for service repair. The customer reported that the unit was in use on a patient, but there was no patient harm reported.

Manufacturer narrative:
H10 multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11: g1: contact information updated. H6: codes.